Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old male patient ((B)(6)kg) underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was noted that this patient had a medical history of covid-19 in november 2020, and at that time, the patient was diagnosed with atrial fibrillation. The pericardial effusion was discovered on intracardiac echocardiography (ice) ultrasound. The pericardial effusion was confirmed by ice. A pericardiocentesis was performed and 300 cc of fluid was removed. The patient was reported to be in stable condition. The physician thinks that the event occurred during the transseptal puncture. No biosense webster inc. (Bwi) products were involved. A baylis large curve needle, sl1, was used for the transseptal puncture. The cardiac tamponade was not noticed until the ablation was completed. It was found on post case sweep with ice. The patient did not require hospitalization. The patient fully recovered with no residual effects. An irrigated catheter was used in the event and the flow setting per instructions for use (IFU). The correct catheter settings were selected on the generator, and the pump was switching from ¿low¿ to ¿high¿ flow during ablation as intended. There was no evidence of steam pop. The force visualization features used included :dashboard, vector and visitag. The visitag module parameters were set at 3mm, 3 sec, 25% at 3gm, 2-3mm tags, no additional filters were used on the visitag. Tag index was used as coloring option. There were no error messages observed on the bwi equipment during the case.